Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was a blown fuse at the din rail. The blown fuse was replaced and the system operations were verified. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system had a blown fuse. No patient present.